Event description:
Health professional reports, 'approximately 6 months ago a radiological assessment was done for a suspected band leak. No restriction was reported, band fill was offered, no fluid was able to be aspirated from the port. Approximately 3 months ago tube was re-sighted and it was found that there was no leak or issue with the band or the tube. (Nothing was replaced) 5mls was able to be aspirated in theatre approximately 3 months ago.

Manufacturer narrative:
The product associated with this report will not be returned for analysis. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. No add'l info has been reported to allergan regarding the model number, serial number, the exact event date, exact implant date, pt data or further event details. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening nad a pocket must be created for the prt, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing."